Manufacturer narrative:
(B)(4)

Event description:
It was reported "the catheter tip was found damaged during use on the patient." No medical intervention required. Patient condition reported as "fine".

Event description:
It was reported "the catheter tip was found damaged during use on the patient." No medical intervention required. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4) upon investigation of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 11jan2024, should be retracted.